Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump, (B)(4), was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. The reported event could not be confirmed via review of the controller log files since the available log files did not cover the event date. Based on the available information, it cannot be conclusively determined if a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. No additional information will be forthcoming. Device not returned.

Event description:
It was reported that the patient was at home when he had a rise of flow and power consumption followed by a high watt alarm. The patient did not go to the hospital until two (2) days later. The patient was admitted to the hospital and the treating surgeon exchanged the pump the following day. The pump was reportedly opened and analyzed by the ventricular assist device (vad) technicians from the hospital. "They found a thrombus on inner part of front housing and on rear site of impeller and on inner surface of rear housing they found scratch marks." The device will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Thrombus formation within the pump is a known potential risk per the instructions for use (IFU) and guidelines are given for anticoagulation including recommended blood levels and medications. Device will not be returned.